Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.